Event description:
It was reported that the user experienced persistent hyperglycemia for several days while using the ilet system, with a highest reported fingerstick value of approximately 400 mg/dl and time above range for about five days; the user had not been consistently announcing meals, performed an infusion set and cartridge change, recalibrated with a fingerstick, confirmed weight settings, and later reported a cold. Symptoms included hyperglycemia without dizziness, loss of consciousness, or ketoacidosis. Outcomes included no hospitalization, no medical intervention, no back-up therapy, and no ketone testing, with subsequent return to target range after troubleshooting and education. Investigation included device data review, guided infusion set and cartridge replacement, calibration, and user setting verification. Investigation of this case revealed no device alarms or malfunctions and suggested user-related factors, illness, and infusion site considerations as potential contributors, with hyperglycemia resolving after corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.